Event description:
Following a successful pulmonary vein isolation ablation using a therapy cool flex ablation catheter, cardiac ischemia occurred. A therapy cool flex ablation catheter was used to ablate the cavotricuspid isthmus for dependent right atrial flutter. The ECG displayed st segment elevation during ablation. A coronary angiogram with successful stenting of the distal branch of the right coronary artery was performed which normalized the ECG and stabilized the patient. There were no performance issues with any sjm device used.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac ischemia was procedure related.